Manufacturer narrative:
Device serials provided as (B)(4), however the side of the rupture is unspecified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.